Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the pump cracked on the top case and right plunger case. A review of the event history log found a motor rate error. Occlusion testing was performed and duplicated the motor rate error. It was observed that old and dirty components due to normal wear. Based on the evidence, the root cause was attributed to normal wear.